Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that whenever the patient tried to plug in the charger, it was not working correctly/properly. No patient symptoms were reported. It was reported that the implant was dead. No further complications were reported or anticipated.